Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal coil fractured and the distal insulation damaged at 27.5 cm from the connector pin due to clavicular crush.

Event description:
It was reported that the lead exhibited high capture threshold at 4.5, 1.0 ms.